Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the screw could not be placed as it should, which resulted in the breakage of the biosure regenesorb screw used during the procedure. Surgery was completed after a 20-minute delay, using a back-up device instead. No further complications were reported. Patient's status is stable.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A visual inspection revealed a product box with the IFU, chart label sheet and empty foil pack were returned. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.